Event description:
It was reported by the customer that the pyxis anesthesia es system device is experiencing a communication failure. Customer stated that there was a delay in dispensing a medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the (reported issue) could not be reproduced. The system functioned as intended after troubleshooting the device